Event description:
The disposable loading unit was used with stainless steel instrument during a hysterectomy procedure. Reportedly, the instrument did not fire properly. The hosp has not provided any add'l info.